Event description:
The account alleged that the side rail would not stay up and latched. No pt impact.

Manufacturer narrative:
The technician found the side rail latch functioned as designed, user error. The account was in-serviced on how to latch the side rail by the technician to resolve the issue.